Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019 the patient had a fall at work and since then their upper left back had felt very different and they were in pain. Factors that may have contributed to the issue was the patient fell, but details around this were unknown. It was reported that the rep called the patient back today (2019-01-07) and left a message regarding troubleshooting. The plan was to meet with the patient and check the spinal cord stimulator (scs) device. The patient is also trying to get an appointment scheduled with their doctor¿s office. When they are scheduled, the rep will meet with them, however the time and dates are unknown at this time. The issue has not been resolve at the time of the report. No surgical intervention occurred or was planned. The event began on (B)(6) 2019. No further complications were reported/anticipated.